Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was additionally reported by the patient that after "there was a defect in the device" and the lead had to be repaired, the patient developed an infection in the "artery and valve." The patient stated they were on a peripherally inserted central catheter and wound vacuum for four weeks to heal the pocket. Follow up with the company representative indicated that the implantable cardioverter defibrillator (ICD) and right ventricular (rv) lead were explanted and later replaced due to infection. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
This device was reported as included in the field action. Based on the information received and without the return of the product, it cannot be confirmed that this device performed as described in the field action. It is included in the field action in the abundance of caution. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that several days following generator replacement, the right ventricular (rv) lead experienced oversensing. As the physician suspected a loose setscrew, the pocket was reopened and the rv lead was unscrewed and tightened back into the header of the implantable cardioverter defibrillator (ICD). The system remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the partial lead in segments was returned, analyzed, and no anomalies were found. The setscrew marks on the connector pin were too proximal. Visual analysis of the lead indicated apparent explant damage. The analyst noted that there are four sets of setscrew marks on the is-1 pin. Two sets of setscrew marks on the is-1 pin are too proximal and two sets are in the correct position. It cannot be determine when but, at some time, the lead was not fully inserted into the device. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.